Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that they were told in (B)(6) 2015 that their implantable neurostimulator (ins) battery was running out and needed to be replaced so they were scheduled for replacement on (B)(6) 2015. The patient was having trouble turning their ins on and off so it was determined that they needed a replacement for normal battery depletion. The patient was indicated for post lumbar laminectomy syndrome. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.